Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler showed no physical damage. There were visual indications of dried fluid within the cassette compartment on the door and on the top cover. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post-accelerated stress test (ast) was performed on the cycler and passed after a kink in the patient line was fixed. There were no fluid leaks in the test cassette during the post-accelerated stress test. No alarms or other issues occurred during the test. The cycler underwent and passed a system air leak test, balloon valve actuation test, teach pump test and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection was performed and encountered fluid in hp3. Fluid in the hp3 filter is a failure related to the reported symptom code lf22 (m31 air detected in cassette warning).there were visual indications of dried fluid on the bottom cover under the pump assembly, on the bottom cover behind the front panel, and behind mushroom heads a & b. The cause of the observed fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported a registered nurse (rn) discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving an m75 volume error warning during an unknown phase and cycle of treatment, an m31 air detected in cassette warning during the drain phase of and unknown cycle of treatment and several drain complication encountered alarms during an unknown phase and cycle of treatment and prior to the leak. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. The liberty cycler set used by the patient was discarded and no longer available to return for physical evaluation by the manufacturer. Additional information was requested but was not received to date.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a registered nurse (rn) discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving an (B)(6) volume error warning during an unknown phase and cycle of treatment, an (B)(6) air detected in cassette warning during the drain phase of and unknown cycle of treatment and several drain complication encountered alarms during an unknown phase and cycle of treatment and prior to the leak. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. The liberty cycler set used by the patient was discarded and no longer available to return for physical evaluation by the manufacturer. Additional information was requested but was not received to date.